Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2024 a review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma.

Event description:
Healthcare professional reported right side seroma, capsular contracture baker grade IV, and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side seroma, capsular contracture baker grade IV, and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Seroma: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation, voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.